Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on the medical record review that was performed by slp (strategic litigation partners), a medical record review summary has been completed. A vena cava filter was indicated for a history of bilateral ovarian vein thrombosis and postpartum hemorrhage with contraindication to anticoagulation. Access was gained into the left common femoral vein using direct ultrasound guidance with a micropuncture system. An initial attempt to advance the guidewire into the ivc was not successful. There was some difficulty advancing the catheter beyond the common femoral vein which could indicate may thurner syndrome. A stiff guidewire was advanced into the ivc. A catheter was advanced into the inferior aspect of the ivc over the wire for inferior venacavogram. The findings confirmed bilateral ovarian vein thrombus. The delivery system was advanced and the bard meridian ivc filter was placed into the suprarenal ivc so that the superior tip was at the mid t10 level about midway between the renal and hepatic vein origins. The sheath was removed and hemostasis was achieved. The filter was recommended to be removed as soon as possible when it was no longer needed. Approximately two months post filter deployment, CT of the abdomen demonstrated the ovarian thrombus had resolved. Additionally, CT identified the filter to be tilted to the left when compared to original placement. Approximately three months post filter deployment, the patient presented for removal of the filter which was no longer needed. The right internal jugular vein was accessed. Contrast injection and inferior vena cavography was obtained. No ilio caval thrombus was identified. The filter now lay tilted with the filter hook abutting the caval wall in a left lateral position. Multiple attempts using a retrieval set and snare were unable to capture the filter hook. An attempt using a glidewire and gooseneck snare was able to straighten the filter to some degree; however, the filter could not be removed. All catheters wires and sheaths were removed. Hemostasis was achieved with ten minutes of manual compression. Glue was applied to the incision site. The patient tolerated the procedure well, without complication and left the angiography suite in stable condition. It was recommended that the filter should be removed if it can be removed in a fairly safe manner because of concern of future strut penetration. Approximately five months post filter deployment, the patient presented for another filter retrieval procedure. The right internal jugular vein was accessed and a guidewire was advanced into the ivc beyond the filter within the suprarenal ivc. Contrast injection and inferior vena cavography was obtained. No ilio caval thrombus was identified. Initial attempts to remove the filter utilized the loop snare technique. After unsuccessful attempts were made to snare the filter, sonography was used to localize the femoral vein. Patency was confirmed and the right femoral vein was accessed using a micropuncture set. Balloon inflation was performed to displace the filter apex. Balloon waisting was observed during inflation suggesting successful positioning to dislodge the filter apex. Repeat efforts however to capture filter hook; however, were unsuccessful. Using loop snare technique from the femoral access, the filter was captured near the apex then pulled down to an infrarenal location within the femoral sheath and removed successfully. During this process it became apparent that two filter legs had detached and remained within the super renal ivc. A post removal cavogram was obtained verifying there was no evidence of caval injury. Efforts to remove the detached limbs were unsuccessful and no further attempts made. Both sheaths were subsequently removed, hemostasis achieved with manual compression, and glue was applied to the jugular access site. The patient tolerated the procedure without incident or complication and remained hemodynamically stable throughout the procedure. CT confirmed the two detached filter limbs were unchanged in their position in the suprarenal/intrahepatic ivc. Approximately seven months post filter deployment, the patient presented for retrieval of the two detached filter limbs in the caval wall. The physician made reference to the date of the first filter retrieval attempt, three months post deployment, noting that filter leg penetration as well as an embedded tip were observed at that time. Grayscale sonography was used to localize the right internal jugular vein. Patency was confirmed. The right internal jugular vein was accessed. Despite use of multiple styles of snare retrieval devices, the detached legs could not be removed. Completion imaging demonstrated the filter struts essentially unchanged appearance compared to baseline assessment. No further attempts to remove the retained legs were made. The patient tolerated the procedure without incident or complication and remained stable throughout the procedure. Following a review of all imaging, catheters and wires were removed, hemostasis was achieved with manual compression, and glue was applied to the incision site. Approximately twelve months post filter deployment, chest x-ray documenting a history of status post unsuccessful retrieval of retained ivc filter struts and shortness of breath identified the filter limbs to be unchanged in position compared to imaging six months prior. The x-ray was noted to otherwise be unremarkable. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in a suprarenal location. Two month post filter deployment, CT identified the filter to be tilted. Three months, post filter deployment, a schedule retrieval was attempted however the filter could not be removed. Contrast injection and inferior vena cavography showed the filter lay tilted with the filter hook abutting the caval wall in a left lateral position. Approximately five months post filter deployment, the patient presented for another filter retrieval procedure. After unsuccessful attempts were made to snare the filter, sonography was used to localize the femoral vein. During this process it became apparent that two filter legs had detached and remained within the super renal ivc. The filter was removed but the detached limbs remained in the ivc. Approximately seven months post filter deployment, the patient presented for retrieval of the two detached filter limbs in the caval wall however they could not be removed. Based on the provided medical records the investigation is confirmed for detached filter limbs, a tilted filter, and difficulties removing the filter. The investigation is inconclusive for filter limb penetration as it is unknown when or how the filter limb penetration was identified based on the provided information. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Filter perforation. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately two months post vena cava filter deployment, CT demonstrated the filter to be tilted. Approximately three months post filter deployment, the patient presented for retrieval of the filter which was no longer needed. Multiple attempts using multiple retrieval devices somewhat straightened the filter; however, the filter could not be retrieved. Approximately five months post filter deployment, jugular and femoral access were gained and multiple devices were used to successfully retrieve the filter. Two limbs were found to have detached, remaining in the caval wall. Attempts to retrieve the limbs were unsuccessful. Approximately eight weeks post filter retrieval, the patient presented for retrieval of the two remaining limbs. The physician referenced the date of the first filter retrieval attempt, three months post deployment, noting that filter leg penetration as well as an embedded tip were observed at that time. Despite multiple attempts, the detached filter limbs could not be removed from the caval wall. Completion imaging demonstrated the limbs to be essentially unchanged in appearance compared to baseline. No further attempts to remove the detached limbs were made. The patient tolerated all procedures well, without complication, remaining stable throughout. No additional medical records were received for this patient.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later post filter deployment, a computed tomography of abdomen and pelvis was performed, and the study showed that the filter had tilted towards the left compared to the original position. After one year and one month, the bard meridian inferior vena cava filter was attempted for removal. An initial indication was provided which mentioned that a computed tomography of abdomen showed that the filter had tilted towards the left compared to the original position. During procedure the right internal jugular vein was accessed, and a 4-french omnj flush catheter was advanced over a amplatz guidewire into the inferior vena cava. An inferior vena cavogram was performed which demonstrated that the filter had change in position compared to original imaging and now laid tilted with the filter hook abutted the caval wall in a left lateral position. At this point a 12-french long angled sheath was introduced advanced over the guidewire with the tip position above the inferior vena cava filter hook. Then a 25 mm gooseneck retrieval set was introduced through the sheath and multiple attempts were made to snare the hook but none of these were successful and the decision was made to perform a loop snare technique. Then the retrieval set was removed and an amplatz wire was advanced through the sheath past the level of the inferior vena cava filter. Over the wire a 4-french omni flush catheter was advanced just inferior to the filter and the amplatz wire was exchanged for a glide wire. Then using the omni flush catheter, the glide wire was directed back superiority through the legs of the filter on the side opposite side of the catheter. Once it was felt that the guidewire was in good position the 25 mm gooseneck retrieval set was advanced through the catheter and used to snare the glide wire. The glide wire was then pulled out of the sheath and attempts to straighten the filter were made and although the filter straightened out to some degree it clearly remained adherent to the caval wall. Then the retrieval set was again introduced and multiple attempts to snare the catheter tip were made. Attempts to place the sheath over the tip under tension from the looped guidewire were also made and were unsuccessful. Then the glide wire was removed, and the 12-french sheath was replaced with an 18-french 40 cm sheath and the loop snare technique was once again performed. Again, multiple attempts were attempted to snare the hook of the filter and advance the sheath over the top of the filter and despite multiple times, those were unsuccessful. Finally, the procedure was terminated and concluded with unsuccessful removal of a tilted suprarenal meridian inferior vena cava filter. After one month, through the right internal jugular vein approach, the bard meridian inferior vena cava filter was removed. An initial indication was provided which mentioned that the patient had a prior attempt at removal but was unsuccessful due to severe tilt of the filter as well as in embedded tip. During procedure, the right internal jugular vein was accessed and an amplatz guidewire was advanced into the inferior vena cava beyond the filter within the suprarenal inferior vena cava. Then an 18-french 40 cm sheath was placed, and the sheath tip was positioned above the filter. Initial attempts to remove the filter utilized the 'loop snare' technique. A 5-french simmons type l catheter was introduced, reverse curve formed, and catheter was retracted and directed towards the filter apex and embedded tip and hook. Then a glide wire was pulled through the sheath and the catheter/guidewire loop retracted. This maneuver was repeated however it was apparent that the loop involved only the arms and legs of the filter and not the apex. Despite this limitation, this maneuver appeared to displace the filter position when gentle torquing of the catheter loop set was performed. Additional attempts to snare the filter hook were attempted but these proved unsuccessful. Now, the right femoral vein was next accessed, and a long 12-french 40 cm sheath placed. The sheath was positioned immediately below the filter legs and a 5-french berenstein catheter and glide wire was used, and the catheter was track alongside the apex of the filter and catheter was exchanged out over an amplatz super stiff guidewire tor introduction of a 12 mm x 4 cm conquest balloon catheter. Then, balloon inflation was performed to displace the filter apex and balloon 'waisting' was observed during inflation suggesting successful positioning to dislodge the filter apex. However, repeat efforts however to capture filter hook were unsuccessful. Next, the procedure was reverted to the ¿loop snare¿ technique form the femoral access, the filter was successfully captured near the apex and the filter able to be pulled down to an infrarenal location and subsequently within the 12-french femoral sheath. During this process it became apparent that two filter legs had fractured and remained within the super renal inferior vena cava and the filter was removed. A post removal cavogram was obtained and this showed no evidence of caval injury but confirmed the retained filter legs. Now, a 12-french sheath was again advanced to a suprarenal location and using the en snare triple loop snare, the multi snare in the amplatz gooseneck snare, attempts to retrieve the retained filter fragments undertaken. The fragments were successfully captured when using the ensnare triple loop system however when retracting the fragments into the sheath, the ¿snare 1ock' on the fragments was lost. Subsequent efforts were unsuccessful and after assessing the components of the procedure, no further attempts made. Final impression was concluded as ultrasound and fluoroscopic trans jugular/femoral retrieval of suprarenal meridian inferior vena cava filter. However, despite successful removal of the filter, there was fracture with retention of two filter legs. After one week, a computed tomography of abdomen and pelvis was performed for evaluation of fractured inferior vena cava filter. The study showed that two fractured 1egs from the inferior vena cava filter again seen within the suprarenal inferior vena cava that were similar in location and appearance when compared to the angiographic study performed previously. After one month, an attempt to retrieve the retained inferior vena cava filter struts was performed. An initial indication was provided which mentioned that the patient underwent suprarenal placement of a meridian inferior vena cava filter and at that time, the filter leg penetration as well as an embedded tip was observed. However, on a second retrieval attempt, the filter was able to be removed having on this occasion both jugular and femoral access. Unfortunately, two fractured filter legs could not be removed though at that time successfully snared. Now, during the procedure, the right inter jugular vein was accessed and 16-french 40 cm sheath was placed. Efforts were next directed towards the attempted snare retrieval of the retained filter legs. Despite use of a multitude of differing snare retrieval set, including the ensnare, multi snare and amplatz gooseneck snare devices, the filter legs could not be engaged. These were utilized in conjunction both with diagnostic catheters as well as angled guide catheter shapes. A venography was performed which confirmed caval penetration by both the filter legs. Then an additional attempt was made utilizing a simmons type l diagnostic catheter to 'loop snare' the retained fragments and one of the filter struts was able to be captured in this manner but unable to be removed. A completion imaging showed an essentially unchanged appearance of the filter struts compared to baseline assessment and no further attempts to remove the retained legs were made. The final impression was concluded as unsuccessful trans jugular retrieval of retained filter legs. After five months, an x-ray of chest was performed for shortness of breath and retained filter struts. The study showed an inferior vena cava filter struts projected over the right aspect of the t12-l1 vertebral bodies and the inferior vena cava filter struts were likely unchanged in position since previous examination. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient successfully. Approximately two months post vena cava filter deployment, computed tomography scan demonstrated that the filter to tilted. Approximately three months post filter deployment, the patient presented for retrieval of the filter. Approximately five months post filter deployment, jugular and femoral access were gained and multiple devices were used to successfully retrieve the filter. Two limbs were found to have detached, remaining in the caval wall. The physician referenced the date of the first filter retrieval attempt, three months post deployment, noting that filter leg penetration as well as an embedded tip were observed at that time. The device was removed percutaneously after multiple attempts. The current status of the patent is unknown.